Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips (1 strip) were returned - product evaluation in process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 175, 157, and 181mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer pm fasting and produced test result of 157mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/17/2023 and test strips were opened three weeks prior to call. The meter memory was reviewed for previous test result history:result 1: 175 mg/dl date: (B)(6) 2022 time: 06:17am fasting,result 2: 157 mg/dl date:(B)(6) 2022 time :06:16am fasting,result 3: 181 mg/dl date: (B)(6) 2022 time: 06:15am fasting,result 4: 159 mg/dl date: (B)(6) 2022 time: 06:17am fasting,result 5: 146 mg/dl date:(B)(6) 2022 time: 06:16am fasting.

Manufacturer narrative:
Sections with additional information as of 21-june-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and 1 strip were returned for evaluation. Reported defect not reproduced on returned meter. Product evaluation has been completed. Added most likely underlying root cause. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.